Manufacturer narrative:
The reported leaflet tear was confirmed. Leaflets 1 and 3 were torn at stent post 1. Leaflet 3 also contained a fold across its mid-portion, secondary to the tear. The reported pannus ingrowth covering the commissure threads could not be confirmed on the valve as received or on the 4 post-explant photos received from the field; however, outflow tissue ingrowth was noted at stent posts 2 and 3. No acute inflammation or significant calcifications were found. X-ray examination of the stent did not show evidence of deformation, which is consistent with proper handling of the valve at the time of valve insertion. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any calcification or evidence of infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. Histological evaluation revealed mild loss of collagen at one of the tear sites, which could have contributed to the tear. Furthermore, the tissue ingrowth noted on the outflow surface was potential evidence of interaction with the aortic wall, and had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Manufacturer narrative:
Further information regarding this event has been requested. The results/ method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2018, a 23mm trifecta gt valve was implanted. During a follow-up on (B)(6) 2020, mild transvalvular aortic regurgitation was confirmed. On (B)(6) 2020, heart failure symptoms worsened and the patient was hospitalized. On (B)(6) 2020, acute atrial regurgitation due to a tear on the left coronary cusp (lcc) was confirmed and the valve was explanted. A 23mm inspiris resilia aortic valve by edwards was implanted. Upon explant pannus was observed on the upper part of the cuff nearly covering the commissure threads. Pannus was also noted on upper part between the lcc and right coronary cusp (rcc) stent post. The patient was reported to be stable condition.